Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I am having bilateral sapingectomy and right ovary removal march 25") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (having bilateral sapingectomy and right ovary removal march 25). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records medical device removal. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bled lightly') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), neuropathy peripheral ("neuropathy in both hand and both feet"), hypoaesthesia ("one arm or both arms numbness from the shoulder down can go numb"), peripheral coldness ("cold hands"), musculoskeletal pain ("right shoulder pain"), epicondylitis ("tennis elbow and golfers elbow"), musculoskeletal chest pain ("pain, chest wall above the ribs from bottom of rib cage to my skull and back of neck, shoulders"), myalgia ("pain, chest wall above the ribs from bottom of rib cage to my skull and back of neck, shoulders"), bone pain ("pain, chest wall above the ribs from bottom of rib cage to my skull and back of neck, shoulders"), breast pain ("super sore breasts"), goitre ("thyroid goiter with cysts both sides"), adrenal disorder ("adrenal issues"), anxiety ("anxiety"), tinnitus ("tinnitus"), decreased appetite ("my appetite has been off so not eating much"), fatigue ("tired"), pain ("hurt I all the usual places"), stress ("stress"), polycystic ovaries ("ovarian cysts"), menstrual disorder ("I have not had good cycle over a year but some of the dreaded blood trained discharge about four out of seven days"), tooth fracture ("10.~tooth broke"), toothache ("root canal pain"), lymphadenopathy ("swollen lymph node"), oropharyngeal pain ("sore throat"), thyroid cyst ("cyst"), neck pain ("neck pain"), ear pain ("ear pain"), aphonia ("loss of voice"), headache ("occipital pain") and abdominal pain lower ("cramping") and was found to have benign breast neoplasm ("benign lumps in breast"). The patient was treated with surgery (bilateral salpingectomy right oophorectomy on march 25). Essure was removed. At the time of the report, the genital haemorrhage, neuropathy peripheral, hypoaesthesia, musculoskeletal pain, epicondylitis, musculoskeletal chest pain, myalgia, bone pain, breast pain, benign breast neoplasm, goitre, adrenal disorder, anxiety, tinnitus, decreased appetite, fatigue, pain, stress, polycystic ovaries, menstrual disorder, tooth fracture, toothache, lymphadenopathy, oropharyngeal pain, thyroid cyst, neck pain, ear pain, aphonia, headache and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, adrenal disorder, anxiety, aphonia, benign breast neoplasm, bone pain, breast pain, decreased appetite, ear pain, epicondylitis, fatigue, genital haemorrhage, goitre, headache, hypoaesthesia, lymphadenopathy, menstrual disorder, musculoskeletal chest pain, musculoskeletal pain, myalgia, neck pain, neuropathy peripheral, oropharyngeal pain, pain, peripheral coldness, polycystic ovaries, stress, thyroid cyst, tinnitus, tooth fracture and toothache to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: hypoaesthesia, peripheral coldness, arthralgia, musculoskeletal pain and neuropathy peripheral amendment: the report was amended for the following reason: this is a retention case. All the information from deletion case (B)(4) (duplicate) including references has been transferred to this case.new events added: bled lightly, tinnitus,my appetite has been off so not eating much, tired,hurt I all the usual places, stress, ovarian cysts,I have not had good cycle over a year but some of the dreaded blood trained discharge about four out of seven days, tooth broke, root canal pain, swollen lymph, sore throat, cyst, neck pain, ear pain, loss of voice, occipital pain, cramping. Reporter information, insertion details were added. Medical device removal updated with genital hemorrhage. Legacy device report num from deletion case (B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bled lightly') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), neuropathy peripheral ("neuropathy in both hand and both feet"), hypoaesthesia ("one arm or both arms numbness from the shoulder down can go numb"), peripheral coldness ("cold hands"), musculoskeletal pain ("right shoulder pain"), epicondylitis ("tennis elbow and golfers elbow"), musculoskeletal chest pain ("pain, chest wall above the ribs from bottom of rib cage to my skull and back of neck, shoulders"), myalgia ("pain, chest wall above the ribs from bottom of rib cage to my skull and back of neck, shoulders"), bone pain ("pain, chest wall above the ribs from bottom of rib cage to my skull and back of neck, shoulders"), breast pain ("super sore breasts"), goitre ("thyroid goiter with cysts both sides"), adrenal disorder ("adrenal issues"), anxiety ("anxiety"), tinnitus ("tinnitus"), decreased appetite ("my appetite has been off so not eating much"), fatigue ("tired"), pain ("hurt I all the usual places"), stress ("stress"), polycystic ovaries ("ovarian cysts"), menstrual disorder ("I have not had good cycle over a year but some of the dreaded blood trained discharge about four out of seven days"), tooth fracture ("10.~tooth broke"), toothache ("root canal pain"), lymphadenopathy ("swollen lymph node"), oropharyngeal pain ("sore throat"), thyroid cyst ("cyst"), neck pain ("neck pain"), ear pain ("ear pain"), aphonia ("loss of voice"), headache ("occipital pain"), abdominal pain lower ("cramping"), blepharospasm ("eyelid twitching"), migraine with aura ("ocular migraine") and vision blurred ("blurry vision") and was found to have benign breast neoplasm ("benign lumps in breast"). The patient was treated with surgery (bilateral salpingectomy right oophorectomy on (B)(6). Essure was removed. At the time of the report, the genital haemorrhage, neuropathy peripheral, hypoaesthesia, musculoskeletal pain, epicondylitis, musculoskeletal chest pain, myalgia, bone pain, breast pain, benign breast neoplasm, goitre, adrenal disorder, anxiety, tinnitus, decreased appetite, fatigue, pain, stress, polycystic ovaries, menstrual disorder, tooth fracture, toothache, lymphadenopathy, oropharyngeal pain, thyroid cyst, neck pain, ear pain, aphonia, headache, abdominal pain lower, blepharospasm, migraine with aura and vision blurred outcome was unknown. The reporter considered abdominal pain lower, adrenal disorder, anxiety, aphonia, benign breast neoplasm, blepharospasm, bone pain, breast pain, decreased appetite, ear pain, epicondylitis, fatigue, genital haemorrhage, goitre, headache, hypoaesthesia, lymphadenopathy, menstrual disorder, migraine with aura, musculoskeletal chest pain, musculoskeletal pain, myalgia, neck pain, neuropathy peripheral, oropharyngeal pain, pain, peripheral coldness, polycystic ovaries, stress, thyroid cyst, tinnitus, tooth fracture, toothache and vision blurred to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: hypoaesthesia, peripheral coldness, arthralgia, musculoskeletal pain and neuropathy peripheral . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received: new events eyelid twitching, ocular migraine and blurry vision were added. Two fu's processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am having bilateral sapingectomy and right ovary removal (B)(6) and neuropathy peripheral ('neuropathy in both hand and both feet') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced neuropathy peripheral (seriousness criterion medically significant), hypoaesthesia ("one arm or both arms numbness from the shoulder down can go numb"), peripheral coldness ("cold hands"), musculoskeletal pain ("right shoulder pain") and epicondylitis ("tennis elbow and golfers elbow"). The patient was treated with surgery (having bilateral sapingectomy and right ovary removal (B)(6). Essure was removed. At the time of the report, the medical device removal, neuropathy peripheral, hypoaesthesia, musculoskeletal pain and epicondylitis outcome was unknown. The reporter considered epicondylitis, hypoaesthesia, medical device removal, musculoskeletal pain, neuropathy peripheral and peripheral coldness to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records medical device removal. Concerning the injuries reported in this case, the following ones were reported via social media: hypoaesthesia, peripheral coldness, arthralgia, musculoskeletal pain and neuropathy peripheral. Most recent follow-up information incorporated above includes: on 14-oct-2019: social media received- new events one arm or both arms numbness from the shoulder down can go numb, cold hands, elbow pain, right shoulder pain and neuropathy in both hand and both feet were added. Reporter information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am having bilateral sapingectomy and right ovary removal march 25') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced neuropathy peripheral ("neuropathy in both hand and both feet"), hypoaesthesia ("one arm or both arms numbness from the shoulder down can go numb"), peripheral coldness ("cold hands"), musculoskeletal pain ("right shoulder pain"), epicondylitis ("tennis elbow and golfers elbow"), musculoskeletal chest pain ("pain, chest wall above the ribs from bottom of rib cage to my skull and back of neck, shoulders"), myalgia ("pain, chest wall above the ribs from bottom of rib cage to my skull and back of neck, shoulders"), bone pain ("pain, chest wall above the ribs from bottom of rib cage to my skull and back of neck, shoulders"), breast pain ("super sore breasts"), goitre ("thyroid goiter with cysts both sides"), adrenal disorder ("adrenal issues") and anxiety ("anxiety") and was found to have benign breast neoplasm ("benign lumps in breast"). The patient was treated with surgery (having bilateral sapingectomy and right ovary removal march 25). Essure was removed. At the time of the report, the medical device removal, neuropathy peripheral, hypoaesthesia, musculoskeletal pain, epicondylitis, musculoskeletal chest pain, myalgia, bone pain, breast pain, benign breast neoplasm, goitre, adrenal disorder and anxiety outcome was unknown. The reporter considered adrenal disorder, anxiety, benign breast neoplasm, bone pain, breast pain, epicondylitis, goitre, hypoaesthesia, medical device removal, musculoskeletal chest pain, musculoskeletal pain, myalgia, neuropathy peripheral and peripheral coldness to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records medical device removal. Concerning the injuries reported in this case, the following ones were reported via social media: hypoaesthesia, peripheral coldness, arthralgia, musculoskeletal pain and neuropathy peripheral. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received. Events were added: chest pain, myalgia, bone pain, anxiety, goitre, breast pain, benign breast neoplasm, adrenal disorder. Reporter was added. Product tab was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.